Event description:
It was reported the patient never had therapeutic effect. Her lead was replaced and repositioned. Her implantable neurostimulator (ins) was also replaced. No patient injury was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3093-28, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found it functionally okay with no significant anomalies. Analysis of the lead, lot #v061147, found the body cut through and segmented with no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.